Manufacturer narrative:
Concomitant product(s): a 3889-28 interstim urinary mgu lead, implanted: (B)(6)2014. A 3058 interstim urinary mgu ipg, implanted: (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance while programmed to bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.